Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient checked the cgm at 3:00am and it was displaying 278 mg/dl. When the patient¿s wife arrived at home at 11:00am, she found the patient on the floor drenched in sweat and passed out. It was reported that the patient had dosed himself with too much insulin based on the cgm value and resulted in him passing out. The patient¿s wife called paramedics and when they arrived, they checked the patient¿s bg and it was 25 mg/dl. The patient was transported to the hospital and arrived at 11:39am. The patient was treated by a nurse with d5 dextrose drip and regained consciousness at 3:15pm. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. It the product was evaluated. An exterior visual inspection was performed and passed. There was no damage. The allegation was undetermined. The probable cause was determined to be assembly error via product. No additional patient or event information is available.